Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A 3.5 x 16 mm rx graftmaster was being advanced to treat a perforation; however, it could not cross the lesion. A 3.0 x 12 mm trek balloon catheter crossed the lesion and was inflated and remained inflated while the patient was taken to surgery to seal the perforation. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.